Manufacturer narrative:
The received forceps sample was found in the inner blister including the cover foil. It was protected with bubble wrap. The sample showed signs of use due to surgery residuals. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps by activating. The complaint history was reviewed two years back. It showed six comparable complaints. No adverse trend observed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this single case and four related complaints within a time range of 24 months, the likelihood of occurrence of the hazard, that may cause a patient harm, is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that an ophthalmic forceps device was unable to open or close after being activated one time during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient.